Manufacturer narrative:
Results of an eval will be filed in a supplemental report.

Event description:
After insertion the catheter 20 days, there found a hole at the injection of disk. Need to change PICC.